Event description:
The complaint received alleged that "the catheters were not torquing and the catheters were stretching where the wire comes into the sheath." The account reported that six additional events of this type had occurred at previous unspecified times in the past. This report is the second of the requisite seven total mdrs. There were no adverse effects to the pt reported,